Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred 3 days after sensor insertion into the upper buttocks, which is off-label usage of the device. According to the patient¿s mother on (B)(6) 2025, the patient¿s cgm was reading 87 mg/dl, and the bg meter was reading 400 mg/dl. The patient was weak and vomiting. The patient¿s mother drove her to the emergency room. At the emergency room, the patient was treated with an intravenous insulin drip. The patient was discharged home later that same day. The patient was ¿doing fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.